Event description:
It is reported that a king systems pediatric f2 circuit was being used to administer anesthetic gases during surgery involving an infant. Reporter states that the anesthesia machine was pushed away from the operating table during surgery, which stretched the circuit beyond its normal resting length and caused the inner lumen to pull back and catch on the outer lumen, disrupting the flow of gases and causing the machine's alarm to sound. According to the reporter, hospital personnel removed a drape over the patient's head, noticed that the circuit was stretched beyond its normal resting length and that inner lumen was stuck on the outer lumen. Hospital personnel then moved the machine closer to the patient, which returned the circuit to its normal resting length. Once returned to its normal length, the inner lumen was freed, and the flow of gases returned to normal. It is reported that no other difficulties occurred during surgery, and the patient was not injured.

Manufacturer narrative:
Evaluation summary: the circuit was not retained or provided for inspection. The reporter did not know the lot number for the circuit. As a result, the manufacturer could not inspect the circuit of its device history records. Therefore, the exact cause of the alleged failure could not be determined. Method: no product was returned. Review of the conformity documentation for circuits likely to be manufactured on or near the manufacture of the circuit reveal no reported nonconformities. It is not suspected that the circuit failed to meet specifications. A review of circuit labeling and instructions for use also was conducted. Results: the investigation could not verify or identify any evidence of product contribution when the circuit is not stretched beyond normal resting length. Review of the instructions for use revealed that an additional instruction on the appropriate resting length during surgery may be added to further clarify the instructions for use. Conclusion: user error caused event. Corrective action on device is not indicated, however, additional labeling precaution about over-extending the circuit will be added. King systems considers the investigation closed, but will amend the report should additional information be received.